Event description:
The customer received a blood glucose reading of 200 mg/dl from his contour meter and a reading of 107 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.